Event description:
It was reported that tip fracture occurred. A left atrial appendage closure procedure was being performed. After deployment, while withdrawing the watchman access system, the tip of the watchman access system sheath was fractured. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system (was) with the dilator outside the sheath. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed the tip was damaged as there was ptfe delaminating from the inner sheath wall. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the tip was damaged.

Event description:
It was reported that tip fracture occurred. A left atrial appendage closure procedure was being performed. After deployment, while withdrawing the watchman access system, the tip of the watchman access system sheath was fractured. No patient complications were noted.